Manufacturer narrative:
(B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be performed as the lot number provided 73f160026 is incomplete. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Rubber diaphragm from teleflex medical taut introducer peritoneal catheter came loose from the catheter and entered into the patient's abdominal cavity. The diaphragm was immediately retrieved and removed in its entirety from the abdominal cavity. The patient's condition is unknown at this time.